Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became illegible with vertical lines, after which a replacement device was arranged and the user transitioned to multiple daily injections while awaiting replacement; the user¿s dexcom g6 sensor had just been replaced and had not yet connected to the ilet, and reported a blood glucose peak of 304 mg/dl for about two hours after coffee with cream and sugar. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included temporary interruption of automated insulin delivery, use of back-up therapy with injections, and no medical intervention. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a display malfunction affecting screen visibility with no reported alarms, consistent with a hardware display defect that impeded normal viewing and use. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display hardware.